Event description:
While flushing catheter, the catheter split at an area slightly above the clamp. Clamp reapplied & hemastats applied to catheter line. Catheter removed per physician in 2003 and a new medi-port placed the following day.